Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, h3, h6.

Event description:
Healthcare professional later reported rupture.

Event description:
Patient reported "silicone in lymph nodes." Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Affected side is left. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "silicone in lymph nodes".

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6.